Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease via a manufacturer representative. It was reported that the patient had not been able to charge their ins in 10 months because they were incarcerated. It was reported that the patient¿s ins was overdischarged. The patient also noted that they lost their ins recharger and patient programmer. The patient planned on scheduling an appointment to have their ins trickle charged. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were working with the patient¿s neurostimulator (ins) for overdischarge. The rep reported that when the 60-minute countdown clock was done, the recharger showed a screen with ¿2416108¿ on it and then it rolled over to a normal recharge screen. It was not a call your doctor screen. It was reviewed that this screen wasn't of concern. The rep reported that the patient was now charging normally between 6 and 8 bars. The rep reported that the patient¿s power on reset (por) hadn't been cleared yet as they needed to charge more. The rep reported that they pulled the battery out of overdischarge and got an end of service (eos) message on the recharger. The rep reported that they attempted to interrogate with the clinician programmer and also got an eos message. The rep reported that the patient claimed that this was at least the second overdischarge. Additional information was received from the rep on (B)(6) 2017. The rep reported that a call your doctor screen appeared along with eos. The rep reported that they spoke with the physician and the patient had been scheduled for replacement on (B)(6) 2017. The rep reported that the cause of the ¿2416108¿ screen was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2017. The rep stated that on 2017-sep-13 the rep called technical services when they were meeting with the patient for trickle charge and battery came up as end of services (eos). On (B)(6)2017 the patient's implantable neurostimulator (ins) was replaced and the old ins was discarded by the account. No further complications were reported.